Event description:
It was reported that during vlift surgery, when surgeon attached a cage to expander and struck its head on l4, the base of expander inner shaft was broken. After that, other instrument has been prepared and the surgery was finished.

Manufacturer narrative:
Method: device history review and device evaluation.results: no relevant issues were identified in the manufacturing records. Visual inspection noted only the draw rod of the expander assembly is returned. The shaft of the draw is fractured off of the knob.conclusion: a materials analysis performed on a previous similar investigation concluded that the device fractured as a result of reversed bending fatigue and rotating bending fatigue. It was reported in the event details that this device fractured while an impaction force was being applied. The plausible root cause of the reported event, based on materials analysis, is a user applied cantilever load.

Event description:
It was reported that during vlift surgery, when surgeon attached a cage to expander and struck its head on l4, the base of expander inner shaft was broken. After that, other instrument has been prepared and the surgery was finished.